Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in anyway to the pt event. Medical review: on (B)(6) 2015, the patient was admitted into the hospital and diagnosed with acute peritonitis. Physician notes also reveal that the patient had a history of peritonitis. The patient was treated intraperitoneal antibiotics, however the patient's peritoneal dialysis fluid cell count remained elevated and the patient developed leukocytosis. The patient was also found to also have clostridium difficile and treated with oral and intravenous antibiotics.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Medical records do not reveal a cause for the pt's peritonitis. According to the physician notes, the pt was admitted with peritoneal dialysis-related peritonitis. Physician notes show that the pt's peritonitis was possibly secondary to a catheter infection. This could account for the pt's peritoneal dialysis cell counts not decreasing. Medical records lack lab results and cultures for review, they do not contain progress notes for review and do not contain dialysis treatment records for review. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and concomitant products and the pt's peritonitis.

Event description:
Pt called tech support and stated he had been in the hospital for two weeks. The pt presented to the emergency room on (B)(6) 2015, complaining of acute abdominal pain which progressed. Pt's vital signs were as follows: temperature 99.1, heart rate 97, respirations 14, and blood pressure 147/84. The pt was found to have an elevation in peritoneal dialysis fluid cell count and cloudy effluent and was admitted and treated for acute spontaneous peritonitis. In addition, the pt developed clostridium difficile and started on oral and intravenous antibiotics. The pt's hypertension was also treated and improved. Pt was discharged from the hospital on (B)(6) 2015 with orders to follow up outpatient for white blood cell count and cbc.